Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: a review of the black box showed no replace battery alarms. The voltage in the black box at the time of the reported alarm was not low enough to trigger a replace battery alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. During testing of the replace battery alarm, the alarm was duplicated and was accurately recorded in the alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that a replace battery alarm occurred and the reported went to check when the last time the alarm occurred and the alarm that had just occurred was not recorded in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.